Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system device was used during a transobturator sling placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician perforated the left side of the bladder as she was placing the sling. The bladder was repaired and the case was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.